Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not received for eval. Although several attempts were made, no info could be obtained in the case regarding the device identification (lot or serial number) or regarding the medical history of the pt or the procedure. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
A pt underwent an open anterior resection procedure due to a colonic cancer. The pt experienced pain while still in hosp and was diagnosed with post operative anastomotic leak. Resolution included re-exploratory procedure with ileostomy.